Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06667, 0001825034-2017-06671, 0001825034-2017-06672, 0001825034-2017-06673. Etchebehere, mauricio et al. "Patella resurfacing, does it affect outcomes of distal femoral replacement after distal femoral resection." The journal of bone and joint surgery, inc, vol. 98, no. 7, 6 apr. 2016, pp. 544-51, dx.doi.org/10.2106.jbjs.0.00633. Medical products - unknown finn tibial bearing; unknown finn tibial tray; unknown finn patella component; therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that two (2) patients with resurfaced patellas experienced infection post-operatively. Attempts have been made and additional information on the reported event is unavailable.